Event description:
It was reported that the patients ipg had migrated and that the patient was having pain at the ipg site, across both sides of the back and down the left leg. The patient was given hydrocodone by the primary care physician. The patient underwent a revision procedure wherein the ipg was sutured into the pocket.

Event description:
It was reported that the patients ipg had migrated and that the patient was having pain at the ipg site, across both sides of the back and down the left leg. The patient was given hydrocodone by the primary care physician. The patient underwent a revision procedure wherein the ipg was sutured into the pocket. Additional information was received that the patient was doing well postoperatively.